Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's current blood glucose level was 520 mg/dl at the time of the incident. The customer¿s other blood glucose was 472 mg/dl. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer stated that the insulin pump was not calibrating. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.